Event description:
It was reported that pump experienced repeated malfunction alarms, with no notable events occurring before. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.